Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior mitral leaflet (pml). A steerable guide catheter (sgc) was inserted without issues. However, difficulties curving the sgc occurred. The procedure was completed with two mitraclip xtrs and a mitraclip ntr implanted, reducing the mr to a grade of 1+. On (B)(6) 2024, the patient returned with difficulties breathing and felt easily tired. An echocardiogram was performed and revealed that the mitraclip xtr had detached off the posterior leaflet and remained attached to the anterior (single leaflet device attachment/slda), causing the mr to increase to grade 3+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The recurrent mr and subsequent dyspnea appear to be related to the slda. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.